Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au analyzer and found bubbles were in the buffer syringe and the buffer valves sputtered when dispensing. The fse replaced multiple hardware parts including the buffer valves, solenoid valve, buffer syringe, all electrodes (na, k & cl), ise tubing and roller pump tubing to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported obtaining high patient results for sodium and chloride on their dxc 700 au clinical chemistry analyzer. The customer repeated the samples with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.